Event description:
It was reported that the stopper in the bd plastipak¿ slip-tip syringe was not aligned/sealed correctly and resulted in medication leaking past it. The following information was provided by the initial reporter, translated from portuguese: "the retaining stopper is not sealing properly and medication is running out of the plunger."

Manufacturer narrative:
H.6. Investigation summary: video received by our quality team for investigation. Upon visual inspection, jammed stopper on the plunger can be observed, therefore the failure can be confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with the assembly process, due to the wrong positioning of the transference disk, and due to the speed of the assembly equipment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper in the bd plastipak¿ slip-tip syringe was not aligned/sealed correctly and resulted in medication leaking past it. The following information was provided by the initial reporter, translated from portuguese: "the retaining stopper is not sealing properly and medication is running out of the plunger."